Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during processor printed circuit board (pcb). The failed processor pcb was replaced. See scanned page.

Event description:
During baxter's eval of a spectrum pump, it had delayed keypad response. There was no pt involvement.